Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Also, minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged and cannot read lcd screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he dropped the device and caught it on the side where it fell and broke the lcd screen inside. Customer was assisted with troubleshooting. Customer reported that he cannot read screen at all can but can hear the noises that the device makes. Advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. Advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.